Event description:
It was reported that the implant at tooth site #24 (fdi) lost integration due to infection and periimplantitis and was removed. Implant had crown placed and deteriorated. Abscess, pain and inflammation are reported consequences. Noted a vertical crack in implant body after removal.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The implant was returned, and the reported fracture was confirmed following visual evaluation. However, peri-implantitis could not be verified since it is a medical condition. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the implant was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and 2 other complaints were identified. A definitive root cause could not be determined. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is improper loading or parafunctional habits of the patient (i.e., excessive loading). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.